Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder (laao) was implanted on (B)(6) 2022. Device was sized using a transthoracic echocardiogram (tte), computed tomography (CT) and according to the instruction for use (IFU) sizing chart. The laao procedure was successful with no complications. The patient was kept overnight due to age and fragility. A tte was done prior to discharge which was uneventful. The patient went home on (B)(6) 2022. On (B)(6) 2022 the patient was found unconscious and brought to the hospital . A tte revealed that the amulet device had embolized. The device completely dislodged from the implant site and was stuck in the mitral valve. It was thought that off-axis deployment at the landing zone, and tension from the disc pulling the device further off-axis, caused the device to embolized within 48-hours post-implant. The patient also suffered a large stroke. Patient went to surgery for removal of the device and a left atrial appendage clip. The patient also required repair to the mitral valve. Post surgery patient was reportedly doing well. However, the patient subsequently passed away on (B)(6) 2022. The patient's status prior to the implant procedure was noted as stable.

Manufacturer narrative:
An event of device migrated, large stroke and patient death was reported. A returned device assessment could not be performed as the device and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Please note that per instructions for use, "confirm proper device placement using echocardiography and fluoroscopy. Indications of proper device placement include: the orientation of the device lobe must be consistent with the axis of the intended landing zone in the left atrial appendage."